Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the button showed no issues. The button body, inner diameter was pin gauged and measured and found to be within specifications. The flange plug outer diameter was measured and found to be within specifications. A functional evaluation was performed by inserting the flange plug into the button body with no issue. A second functional evaluation was performed by cutting the button body in half, closing the button flange plug into the body, inserting a syringe into the button body and injecting water against the flange plug. No leaks were noted and flange plug held while undergoing pressure from the syringe. The condition of the returned unit was not consistent with the complaint incident that the plug/ cap would not close. The button components were within specification and no issues were noted during the functional evaluations of the flange plug, therefore the most probable root cause is not confirmed. A review of the device history record was performed for lot 13929014 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13929014.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011.according to the complainant, post procedure approximately two or three days after placement, the cap on the button device would not close. The procedure was completed with a new button replacement gastrostomy device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, post procedure approximately two or three days after placement, the cap on the button device would not close. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, post procedure approximately two or three days after placement, the cap on the button device would not close. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.